Event description:
AED deployed, pads affixed to patient and AED prompts indicated poor pad contact - unable to analyze. Second AED deployed and attached to same pad set. AED prompts continued to indicate poor pads contact. Second set of pads affixed to patient, patient analyzed, but no shock advised. ECG review indicates handling artifact. (B) (4).

Manufacturer narrative:
(B) (4). MFR date: 10/2002. Device internal memory reviewed for both aeds. Conclusion: effect of handling artifact on therapy provided in device labeling. This report is being filed as it cannot be conclusively stated that recurrence would not result in delay of therapy.